Event description:
The caller reported the customer had a pt with a 7.0 size sealguard endotracheal tube where the pilot line had come out of the tube. The pt was re intubated with another 7.0 sealguard endotracheal tube.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.